Event description:
The customer reported that the donor information scanned into the device caused the collection target volume to be 800ml, resulting in an overcollection. There were no medical interventions, and on his next visit the said that there were no symptoms or issues post-donation. The donor was 172 lbs with a hct of 45%, the entered information was 191 lbs and 45% hct. Patient age is unknown at this time full donation ID: (B)(6) the collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that the donor information scanned into the device caused the collection target volume to be 800ml, resulting in an overcollection. There were no medical interventions, and on his next visit the said that there were no symptoms or issues post-donation. The donor was 172 lbs with a hct of 45%, the entered information was 191 lbs and 45% hct. Patient age is unknown at this time full donation ID: (B)(6). The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that the ac infusion rate is 0.1637 ml/min/l which is below the 1.0 ml/min/l limit. No further reporting will be provided as this does not represent a reportable event.